Manufacturer narrative:
Product complaint # (B)(4). Additional product code: kwp; kwq. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent revision surgery on (B)(6) 2021. The patient had one level tlif with right l5-s1 unilateral pedicle screw insertion on (B)(6)2021. The patient was fell and fractured s1 pedicle screw. Patient suffered from left sided leg pain. Procedure outcome is unknown. This complaint involves (1) device. This report is for (1) viper prime cfxfen xtab 6x45mm. This report is 1 of 1 for (B)(4).